Event description:
It was reported that the pt's condition deteriorated during dialysis and an emergency percutaneous coronary intervention (pci) was performed. Following the pci, a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed no anomalies at the right common femoral artery (cfa) puncture site and the vessel lumen diameter was 5 millimeters (mm). The angio-seal was deployed and hemostasis was achieved. Two days later, the pt complained of pain in the groin when coughing and a 2 centimeter (cm) hematoma developed. The pt's hemoglobin level was low recorded at 9-10g/dl, but no blood transfusion was given. An ultrasound and a CT revealed a pseudoaneurysm. Nineteen days following the pci, the pt underwent surgical intervention to treat the pseudoaneurysm and removal of suture. The next day, the pt was reported to be recovering in the hosp. The pt has medical history of diabetes and remains hospitalized in stable condition. Another procedure to repair the pseudoaneurysm is planned.

Manufacturer narrative:
One suture segment, consistent in appearance with the knot used in an angio-seal device, was visually inspected. Suture fragmentation occurred during handling, consistent with material degradation due to chemical and/or heat exposure. The suture loop had been severed; the mechanism of separation was inconclusive. Both the running suture and knot tail were severed at or near the knot windings, consistent with the aforementioned material degradation. No other visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.